Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A doctor reported that a patient enrolled in a postmarket study experienced superficial punctate keratitis (spk) 110 days after refractive surgery. The patient was treated with hyaluronic acid drops. Treatment was started on (B)(6) 2014 was ongoing at the time this report was prepared. Patient outcome was unknown at the time this report was prepared. No relationship to the study device or test procedure was provided by the investigator, but an alternative etiology of foreign body, air condition and prolonged work on computer was provided. Additional information has been requested but not received to date.